Event description:
Best theratronics was performing a preventive maintenance inspection and discovered low x-ray output readings at 2 points inside the canister near the upper x-ray tube. All other points were within acceptable limits. The use of rad-sure 25 gy radiation indicator devices inside the canister did not detect the low output.

Manufacturer narrative:
A leak from the coolant system (not provided by best theratronics) appears to have caused corrosion and leached inside the x-ray chamber. The corrosive material became deposited on the x-ray filter and partially blocked the beam. The cause of the leak is not known. This is the first report of this type of problem. Two other x-ray units at the same facility were inspected and found to have acceptable outputs. There was evidence of a previous small leak (drop) on one unit but no visible indications of corrosion that was seen on the original unit.